Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery (lad) with no calcification or tortuosity, pre-dilatation was performed in the lad. A 2.5x18 rx xience pro stent delivery system (sds) was prepped per the instructions for use and was advanced without resistance through the moderately calcified left main branch and the stent dislodged. Pre-dilatation was not performed in the left main branch. The sds was withdrawn without issue from the patient anatomy and another xience pro stent was placed at the site of the stent dislodgement to crush the dislodged stent against the vessel wall. The target lesion was then treated with another 2.5x18 rx xience pro stent. The patient is doing fine. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Stent dislodgement was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.